Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. It was noted that the patient experienced a ventricular tachycardia (vt) storm and received over 90 appropriate shocks through the device. The ICD was removed and a new ICD was successfully implanted. No further patient complications have been reported as a result of this event.